Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawings; inner assembly and outer assembly: the tip of the device was pulled out of its support area due to a stretched and broken spiral wrap which would have resulted in the reported malfunction. When viewed under magnification, there was gouging of the outside diameter of the inner assembly just behind the tip and corresponding damage to the outer tube. The spiral wrap broke at the proximal end and was twisted in on itself which indicates it broke during use. The information most likely indicates that the metal on metal contact between the inner assembly and outer tube caused the gouging which resulted in the inner seizing which lead to the spiral wrap breakage. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. [Excess: exceeded sufficient pressure required for operation]. Method: microscopic inspection. Results: stress problem.

Event description:
It was reported that when the doctor was installing the bur into the handpiece, he found that the ¿tool bit was cracking, the inner knife was outing¿. The product did not come in contact with the patient. Analysis found a stretched and broken spiral wrap.